Event description:
IV piggyback (ivpb) antibiotic was spiked with tubing that was new as of midnight that day. I noticed the antibiotic was dripping quickly while the pump was not yet turned on. I then noticed the drip chamber for the primary bag was filling quickly. I clamped the tubing under the primary bag and the dripping from the secondary stopped. I then examined the set-up of the tubing and everything seemed correct. The primary bag was hanging under the secondary bag as it is supposed to.  New antibiotic was obtained for the patient and new tubing set to run infusion.